Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt) / wolff-parkinson white syndrome (wpw) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large did not have a hemostatic valve attached to it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large had a port where the hemostatic valve was supposed to be, but that no hemostatic valve was present. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the procedure continued. There was no patient consequence reported. Additional information was received. The portion that seals the valve was not there. They did not see the portion anywhere. The packaging was thrown out so the bwi representative is not positive it was not there. The sheath was not being used on the patient. The issue was noticed before flushing. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 04-oct-2022, noted a correction to 3500a follow-up #2 as it should have included that during the analysis, the lot number was retrieved. Therefore, processed d4. Lot and d4. Expiration date.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt) / wolff-parkinson white syndrome (wpw) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large did not have a hemostatic valve attached to it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large had a port where the hemostatic valve was supposed to be, but that no hemostatic valve was present. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the procedure continued. There was no patient consequence reported. Additional information was received. The portion that seals the valve was not there. They did not see the portion anywhere. The packaging was thrown out so the bwi representative is not positive it was not there. The sheath was not being used on the patient. The issue was noticed before flushing. The investigation summary was completed on 14-sep-2022. A picture was received for evaluation following biosense webster's procedures. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s ¿hemostatic valve separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).